Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory came off the mcs instrument intraoperatively. During the exchange between 2 instruments on arm #3, the customer noticed that the mcs tip cover accessory was missing from the mcs instrument. The customer found the mcs tip cover accessory stuck in the peritoneal wall. Longer anesthesia time and widening of the incision were required to find/remove the mcs tip cover accessory.

Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.